Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (lot, expiry date, serial, catalog, primary UDI number), h4 (device manufacture date). Upon review, the section d lot, expiry date, serial, catalog, primary UDI number and h4 device manufacture date have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the mechanical interaction with blood / hemolysis was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. During routine laboratory evaluation, plasma-free hemoglobin was measured at 140, and lactate dehydrogenase (ldh) increased from 700 to 1400. No other clinical signs of hemolysis or bleeding were observed. The pump was repositioned and the performance level was reduced from p-7 to p-5. Continued monitoring was planned, with no additional concerns reported. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying ami/cgs physiology, hemodynamic instability and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.